Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the deionized (di) water filter dirty. The fse clean the filter, but it did not resolve the issue. Upon further troubleshooting noticed the wash water for reagent bottles was insufficient. The failure mode was identified as defective degasser unit. The fse replaced the degasser which resolved the issue. No further issues were noted. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported false high glucose (glu) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.